Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine check, high thresholds were observed. It was noted that the patient had a 3rd degree av block. On (B)(6) 2019, the lead was capped and replaced. The patient condition was fine.